Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy while closing the vaginal cuff, three of the suturing devices were difficult to toggle and kept dropping the needle. To complete the procedure, a fourth device was used successfully. There is no reported condition for two of the suturing devices. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Needle one was a bent needle and difficult to unload and marks on needle cones were observed. Needle two was a broken needle returned lodged in right jaw of suturing device, was broken at the suture swage and marks on needle cone were observed. Needle three showed no abnormalities. Needle four was a bent needle returned partially loaded in device and had marks on needle cone. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. The root cause of the observed damage was misuse of the product (obstruct ion) which would have caused or contributed to the reported incident. However, the investigation detected a secondary misuse of product (premature toggling). This secondary condition may have had a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.